Manufacturer narrative:
Device not returned for evaluation.

Event description:
Patient complained of chronic abdominopelvic pain that resulted in surgery with extensive lysis of adhesions from prior surgery and removal of foreign body. Foreign body identified to be slightly curved portion believed to come from surgical instrument used during abdominal hysterectomy of (B)(6) 2003.